Event description:
The stryker micro drill was sent in for eval due to overheating during a procedure. No adverse consequence was reported; another drill was used to complete the procedure without any delay.

Manufacturer narrative:
During failure analysis overheating was duplicated. Visual examination revealed corrosion damage motor, bearings and other internal components of the device. The damaged parts were replaced and the device was repaired and returned to the customer.